Event description:
According to the available information, pump not work. Once explanted the device functioned. Additional information received indicated that the pump was hard as a rock and they cannot pump it.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the evaluation of the returned device. A titan touch pump was returned for evaluation. Examination and testing of the pump revealed no functional abnormalities. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint. A review of the complaint history database revealed no trends for pump lot 5208139. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Because no functional abnormalities were observed, quality cannot determine the cause of the reported event.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump not work. Once explanted the device functioned.